Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. No returns were made available from the customer site. Accuracy testing was completed to evaluate the assay performance using a file kit of reagent lot 00715g000. All replicates met acceptance criteria and the testing passed. The architect intact pth assay package insert contains information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, a product malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified. This report is being filed on an international product, list number 08k25-20, that has a similar product distributed in the us, list number 08k25-27. Section a1. : sid:(B)(4).

Event description:
The customer is questioning architect ipth assay results of 0.00 pg/ml generated on an architect i1000sr analyzer. The patient is a (B)(6) female (sid: (B)(6)) diagnosed with breast cancer and undergoing chemotherapy. The assay package insert normal reference range for this assay is 15.0-68.3 pg/ml. This patient has no history of renal failure and is not undergoing hemodialysis. The calcium level for this patient is at 10.1 mg/dl with a phosphorus level of 4.4 mg/dl, both within their respective normal reference ranges. There is no impact to patient management reported.